Event description:
Electrical shock to the pt. According to the doctor¿s explanation, this item has the following problems: not correct fixing electrode, heat up too much during working and electrical shock to the pt.

Manufacturer narrative:
The instrument was returned for investigation and the observations of the customer can be confirmed at least partly. The release button of the interlock for electrode connection is damaged and has no function. Consequently, the electrode cannot be arrested correctly inside the working element. It has been determined that a significant inner part of the locking mechanism was missing and, such occurrence without disassembling is not impossible. Furthermore, a spring has been used that does not comply with MFR¿s specs. These findings and the add¿l observation of a corroded contact would be a likely explanation for the claimed heating-up. Finally, a drilling hole inside the teflon insulation element was found which is not included in the MFR¿s specifications. Ingress of irrigation fluid may cause an electric shock during use. It is concluded with evidence that improper third-party repair has caused the event.